Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 415.4 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient may have been experiencing withdrawal symptoms. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. A cap kit procedure was performed, but they were unable to aspirate fluid from the side port. Surgical intervention occurred on (B)(6) 2016 where they found the proximal catheter wound up many times in the pump pocket. It was noted that the surgeon snipped out part of the proximal catheter and replaced it and connected it to the existing catheter. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.